Manufacturer narrative:
H.6. Conclusion code 1: updated h.6. Results code 2: 213: the engineering evaluation stated the following: the 11 x 59 device had not been deployed. The cover material beyond the stent is compliant on both ends. The 11 x 59 device hub was separated from the catheter. Necking on the catheter occurred from 9.25-10.25 cm, 17.5-20 cm, and 76-87.5cm ¿ the distance measured to the proximal end of the balloon. Visible catheter damage was displayed from 57.5-58 cm and 68.5-70.5 cm. Based on the device examinations performed, no manufacturing anomalies were identified to which the event could be definitively attributed. A second device in this event is being reported separately under MFR report # 2017233-2019-00355.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of unknown type/location with a gore® viabahn® vbx balloon expandable endoprosthesis. Reportedly the device was advanced just past the sheath when the delivery catheter broke.

Event description:
On (B)(6) 2019 a patient was undergoing treatment of a stenotic occlusion of unknown location with a gore® viabahn® vbx balloon expandable endoprosthesis. Reportedly the device was advanced just past the sheath when the delivery catheter broke.

Manufacturer narrative:
B.5. Updated.